Event description:
The customer contact reported the device touchscreen not functioning. The device was returned to the biomedical department with an unsigned note that stated, broken rear bezel, missing power cord, touchscreen not functioning. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen was out of calibration. This was found to be due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.